Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the tubing through pinch valve vl3 was faulty. The fse replaced the tubing, which repaired the leak and the flags. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from pump pm7 of the coulter lh 780 hematology analyzer. The instrument was generating flags when the leak was noticed. The volume of the leak was not specified but was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.